Event description:
The customer reported an erroneously elevated troponin I (access accutni) result, within the risk stratification range, for one patient, involving the access 2 immunoassay system. Subsequent analysis of the patient sample, on the same analyzer, recovered a lower result within the normal reference range. The erroneous result was released out of the laboratory, and the patient was admitted to the hospital based on the result. A second sample was collected from the patient and also produced a result within the normal reference range. There has been no report of current patient outcome to date. The customer stated the sample was clear and appeared normal. The sample was analyzed in a lithium heparin, 13/75 mm tube and centrifuged at 3,500 rpm (rotations per minute) for five minutes at room temperature. Quality control (qc) was within the laboratory's established limits prior to and on the day of the event. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) performed a mixer test which passed within specification. System check and a high sensitivity system check passed with all parameters and within specification. The fse verified quality control (qc) was within the customer's established limits and completed the mixer pulley modification. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications. A definitive cause of the event is unknown.